Event description:
Healthcare professional reported injecting a patient in the jawline with 1 ml of juvéderm® volux¿. One month later, the patient began having an ¿inflammatory response, tender to red and swollen¿ and ¿induration¿ along the jawline the area was treated with hyalase. The event would respond well to treatment but would emerge at another location with ¿swelling.¿ hyalase was used during 3 sessions at 300iu per session, and drainage was performed during 2 sessions of draining with a needle. Event has resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.